Event description:
Additional information received reported the pump when opened was visibly defective. It was also stated, 'this was a defective pump.'

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a pump replacement the silicone on the catheter access port (cap) "looked odd." After the pump was filled it was noted the nipple off of the cap looked odd and it was discovered the silicone that surrounds the nipple was missing. The nipple also appeared to be slightly bent. The pump was not implanted.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Final analysis of the pump found a missing outlet port sleeve from the pump exterior. Upon receiving the pump to analysis it was noted that silicone sleeve was missing. Slight bend on the outlet port is normal as designed. Slight damage was seen on the surface of the outlet port.